Event description:
It was reported that during fill cycle of the night therapy the home patient (hp) noticed that one of the bags had disconnected and the care giver (cg) tightened it back onto the line. The technical service representative (tsr) assisted the cg in ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a use error - reuse of single-use product, where the care giver (cg) reconnected the bag that had disconnected during fill cycle while the home patient was connected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.